Manufacturer narrative:
Device returned with no lot identification.endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident during surgery occurred. The device was examined and would not arm as received. The obturators handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported the 355ld was used during an unknown procedure. It was reported by the affiliate the reset button would not work properly. There was no consequence to the pt.